Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized for two weeks after " the pump went out on her". Animas has made multiple inquiries for further information. This complaint is being reported because the patient was hospitalized due to an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.